Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of seven (7) years, three (3) months due to stenosis. A transcatheter valve was implanted with no complications. Post-operatively, there was no perivalvular leak and the patient was listed in stable condition. Edwards received information that this patient of (B)(6) underwent procedure for a valve-in-valve replacement in the aortic position after an implant duration of approx seven (7) years and three (3) months due to stenosis. A sapien xt valve was implanted in the existing 25mm perimount valve with no pvl. Exact model and serial number are unknown. The implant date is known only as "2007." Therefore, (B)(6) 2007 is being used to calculate the minimum implant duration. As reported, this patient had coactation of the aorta surgical correction as a baby.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of seven (7) years, three (3) months due to stenosis. A transcatheter valve was implanted with no complications. Post-operatively, there was no perivalvular leak and the patient was listed in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: this device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001 edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of seven (7) years, three (3) months due to stenosis. A transcatheter valve was implanted with no complications. Post-operatively, there was no perivalvular leak and the patient was listed in stable condition.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.